Event description:
It was reported that pump screen was dark and would not turn on, and repeated attempts to wake display using button presses and charging did not resolve issue while pump showed red light and periodic vibration. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode, return pump with pre-paid label, and then program settings and reconnect continuous glucose monitor on replacement pump, and pump replacement was arranged by technical support.